Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the product confirms that the threaded tip has broken off. The fractured piece is not returned. The device was manufactured in 2013 and shows signs of significant wear/usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary.

Event description:
It was reported that the internal capture broke during a removal case. No patient injury reported.